Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that piece of plastics were chipped off. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported hairline cracks on insulin pump. The insulin pump rejects new batteries, lost settings and had low battery and low reservoir alert in pump alarm history. The insulin pump will not be returned for analysis.